Event description:
Dr. Was performing a hcc thermo ablation of 2.5 cm x 4 cm with a talon needle. The procedure should have been performed with 2 thermo ablations but, at the end of the first one, it was not possible to pull out the hooks. It was necessary to remove the device from the pt and open a new needle to finish the procedure.

Manufacturer narrative:
The complaint was confirmed. The device would not retract or deploy. This was due to crushed side windows. Evidence clearly shows that the tip had impacted another hard object. The flatness of the tip suggests that the device was either dropped or had collided with another solid object outside of the pt. Neither bone nor hard tissue would cause the tip to be flat. Also, it would take this type of force to cause the trocar windows to compress. Although, the description states that one ablation was completed, there is no evidence of ablated tissue on or within the device. It is unclear exactly when or how the damage occurred. The device history record review did not show any manufacturing variances related to this event.